Manufacturer narrative:
Product analysis:visually confirmed approximately ~3 mm of instrument tip has been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow. Inspection of the shaft diameter confirmed conformance to print specification. Inspection of the material hardness was found to be above print specification. The above findings are consistent with manufacturing error. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, patient underwent surgery at levels l3-s1. Intra-op, tip of driver broke off when inserting screw. Product came in contact with the patient. The tip stayed in the tulip of the screw. No patient symptoms or complications as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.